Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
Per sales rep, nurse reported replacing a 5 fr dl PICC catheter on (B)(6) 2017, due to a reported leak from the catheter. The catheter was reported to be leaking from a hole or fracture just above the end of the port. No patient injury was reported.